Event description:
Adapter piece broke off the drill. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The present quick coupling was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Also it has the typical view of a forced rupture. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. The breakage may be due to a mechanical overload during usage. This device was produced in 2001, therefore, wear and tear could also have played a certain role, but without the broken portion this cannot be verified. The investigation determined this complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.